Manufacturer narrative:
1/15/96- supplemental report #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a bullectomy procedure. Reportedly, the jaws did not open readily. The surgeon resected the tissue at the application site and sutured manually. The pt status is satisfactory.